Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle was found "dirty" in the packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle is dirty in the package (black)".

Manufacturer narrative:
H.6. Investigation: one used sample was received by our quality team for evaluation. Upon visual inspection, foreign matter was observed on the catheter; therefore, the incident could be verified. The sample was sent for testing and the foreign matter turned out to likely be mainly inorganic compounds, possibly steel materials. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the foreign matter can be traced to the tubing inside of the cannula hub; therfore, the foreign matter could be coming from any process before the catheter tip and cannula hub assembly. The manufacturing process has been reviewed. All possible machines that come into contact with the tubing has been reviewed and the most probable process to cause the reported foreign matter could be from the tip forming sub assembly process. Specifically from the tube feeding process. The tubing is fed by 2 feeding rollers. One of them is wrapped with silicone material, and the other is made of stainless steel. The foreign matter could be coming from the stainless steel rollers due to wear. The worn off materials could have gotten transferred to the catheter tubing during tube feeding. However, the machine condition has been verified and there was no sign of wear. Therefore, the root cause cannot be verified.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle was found "dirty" in the packaging before use. The following information was provided by the initial reporter, translated from dutch to english: "needle is dirty in the package (black)".